Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, improper or incorrect procedure or method.

Event description:
Healthcare professional reported "hole in valve". Later healthcare professional reported ¿ptosis¿ not device related , ¿blood loss of 50ml¿, ¿510cc inflated to 550cc¿, ¿presence of folds¿ and ¿hole in valve¿. This record is for the left side. Device was explanted.